Manufacturer narrative:
The technician found the right foot brake caster and head end brake casters are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right foot brake caster and head end brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The technician found the head end brake casters and the right foot brake caster is not holding when in brake mode. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).